Event description:
It was reported to medtronic minimed that the customer experienced no delivery/occlusion alarm, damage (physical or cosmetic), keypad cover was peeling off and hyperglycemia. The customer reported blood glucose value of 19.8 mmol/l. The customer reported hyperglycemia was treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion). The event involved product(s) mmt-1885. Troubleshooting was performed. No further patient complications were reported. The customer will discontinue the use of the device. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and dat at 0.0868 inches. Pump¿s history and trace files downloaded successfully using thump software. No unexpected insulin flow blocked alarms noted during testing. However, no delivery alarms noted in the pump history on (B)(6) 2024 at 02:15:17.000 during bolus. No motor alarms noted in the pump history or long trace files or during testing. In further full review of the pump history on the event date of [04-dec-2024] bolus daily delivery total was [29.1u]. Basal daily total was [18.95u]. Force sensor was measured and is within spec (24.0mv at zero offset). No damage noted at the electronic assemblies during visual inspection. P-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, keypad overlay peeling, cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, cracked case, broken belt clip rails, and serial number label missing. Alleged insulin flow block alarms not confirmed during testing. Unable to verify customer alleged for high bgs. Alleged cosmetic damage confirmed where cracked case on the battery tube side, cracked case corner of belt clip rails, cracked battery tube threads, and cracked case was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.